Event description:
A surgeon reported that a cv232 iol implanted in a pt's eye was explanted and replaced due to the pt having trouble with their vision following the implant. Requests have been made for additional info. No further info is available at this time.